Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On approximately (B)(6) 2025, the patient felt nauseous, lethargic and was vomiting. She went to the emergency room, was in diabetic ketoacidosis and was treated with IV insulin. The wearable reportedly had a sensor error during the time of the event. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.